Event description:
It was reported that bd insyte autoguard catheter broke.insyte device no. 24 exhibiting a silicone crack defect during venipuncture.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.